Manufacturer narrative:
Concomitant medical products: 1948, lead, implanted: (B)(6) 2017. 2088tc, lead, implanted: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited occasional t-wave oversensing (twos) during an atrial tachycardia (at )/atrial fibrillation (af) episode. The lead remains in use. No patient complications have been reported as a result of this event.